Event description:
It was later reported that the right ventricular (rv) lead was explanted and replaced due to the high impedance on the svc portion and elevated thresholds. At the same time, the device was explanted and replaced due to unexpected battery longevity. A left ventricular (lv) lead was also attempted during the procedure but dislodged during slitting and was replaced with a different lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, the exposed svc defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to melting, the overlay tubing of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that lead distal segment that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find the explanation for ¿high impedance¿ described in the event. Results for all electrical testing were within specified parameters. Although the lead was returned with severe explant damage, no other anomalies were discovered regarding the lead. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room due to a triggered patient alert. Upon interrogation, it was noted that the right ventricular svc (superior vena cava) lead impedance was high. The impedance is normally around 70 ohms and had spiked to 200 ohms. All other parameters on the lead were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.